Manufacturer narrative:
The following items were provided by the customer for complaint investigation: sample #1. One used list #mc330217, 72" (183 cm) appx 1.7 ml, pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock; lot #unknown. ---> one used list #unknown, 30ml syringe; lot #unknown. There was evidence of a leak at connection of the microclave and syringe. No visual damages or anomalies were observed on the ICU medical device. Sample #2. One used. List #mc330217, 72" (183 cm) appx 1.7 ml, pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed; however not from the ICU medical complaint device. A leak was observed at the connection of the microclave and the syringe. It was found that the syringe had a crack on the male luer. The probable cause of the leak is from a cracked syringe. The probable cause of the crack cannot be determined on a non-ICU medical product. A DHR lot # review could not be conducted because no lot number was provided or identified. Corrected information can be found in h6 component codes.

Event description:
The event involved a 72" (183 cm) appx 1.7 ml, pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock where it was reported total parenteral nutrition (tpn) splitter syringe leaking on outside of tubing. Changed the tubing out and leaking continued. There was patient involvement and no patient harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as (lot number/serial number) is unknown.